Manufacturer narrative:
(B)(4). The intraocular lens (iol) was not explanted in a secondary procedure; it was removed and replaced during the same procedure. Additional information: the intraocular lens was not returned to the manufacturer. Manufacturing records were reviewed and found to meet specifications. All process operations presented in the manufacturing record from generation to boxing were in compliance with the manufacturing specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated during the manufacture of the device. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was removed during the same procedure due to a posterior capsule tear. The doctor performed a vitrectomy. Another posterior chamber lens was implanted successfully and the patient was reportedly doing fine.

Manufacturer narrative:
(B)(4) - intraocular lens. Explant of intraocular lens.